Manufacturer narrative:
A service report completed and dated 4/29/2016 by a dmta field service engineer indicated that the device was in compliance with dornier specifications. The level 6 model stone test that was repeated due to 4 extra shocks needed during the initial test is a non issue since the second test performed immediately after passed. Repeat tests are allowed due to known slight tolerances for variations in individual model stone tests (model stone soak wait times, model stone inconsistencies, water temperature). A hematoma is listed as a potential adverse effect and complication in the compact delta operating manual. The details concerning individual patient outcomes are unknown. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. Dornier medtech america, inc. (The importer) is submittin gthe report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
Patient admitted to hospital due to bleeding two days after lithotripsy treatment.